Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the cause was unknown. No action. Patient has not returned calls x 3. No further follow up possible.

Manufacturer narrative:
Event date was unknown. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-jul-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 07-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was reported to manufacturer representative (rep) from a healthcare provider (hcp) regarding a patient (pt) with an implantable neurostimulator. "Lead migration or dislodgement" was reported. The leads did not migrate around or entangle internal organs, and no stimulation issues were reported as a result of this issue. The issue was not resolved and is still ongoing. No symptoms were reported.